Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer¿s blood glucose was 143 mg/dl at the time of the call. The customer did not experience any symptoms as a result of high blood glucose. The customer declined troubleshooting for high blood glucose level. Customer also reported getting alert for sensor not updating and blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report.